Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The subject device was not returned, therefore, the cause of the reported phenomenon, ¿190 series scope was not detected¿, was not identified. Additionally, slight traces of corrosion on the front panel with no direct moisture were found by the field service engineer (fse) upon site inspection but the device issue was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the facility following the customer¿s report. While there, the fse evaluated the device and discovered slight traces of corrosion on the front panel, but no direct moisture. The fse then performed a functional test using a cv-190 along with the subject device and with both 180 and 190 series scopes and the reported failure could not be reproduce if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, his olympus evis exera iii xenon light source was not detecting any 190 series scopes. The initial reporter did confirm that 160, 165, and 180 series scopes were all functioning properly. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.